Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 20ml ll 120/pkg had a deformed luer lock. The following information was provided by the initial reporter, translated from (B)(6): "syringe that has a defect at the luer lock: syringe not used because defect noticed when opening the packaging".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-28. H6: investigation summary: sample and photo received for investigation. Upon visual inspection, it can be observed the thread and part of the tip of the syringe is broken. A device history review was performed for lot 2108095, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Potential root cause is associated with a damage or hit during manufacturing process or transport as the broken piece is inside the blister.

Event description:
It was reported bd syringe 20ml ll 120/pkg had a deformed luer lock. The following information was provided by the initial reporter, translated from french: "syringe that has a defect at the luer lock: syringe not used because defect noticed when opening the packaging."